Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, an unused device of the same lot was received. Visual inspection was performed with no issues noted. An underwater leak test was performed with no leakage identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y type blood set leaked from right under its drip chamber. This occurred before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.